Manufacturer narrative:
(B)(4). The device was manufactured september 25, 2014 ¿ september 30, 2014. The device was received for evaluation. Visual inspection noted a particle, approximately 0.02 square mm in size, located on the exterior surface of the bladder. The particle was not in the fluid path. The reported condition was verified. The cause of the particle was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume intermate had a "black dot". The particle was identified before use. There was no patient involvement. No additional information is available.